Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor memorygel 235cc smooth round moderate classic profile gel-filled breast implant, catalog # 3507235mc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent primary breast augmentation with a mentor memorygel smooth round moderate classic profile 255cc gel-filled breast prosthesis that ruptured after implantation. The rupture was bilateral (contralateral device ruptured also, see manufacturer report number 1645337-2018-00536). The patient complained of pain, and had a mammogram and ultrasound performed. Bilateral rupture was diagnosed. As a result, the patient will undergo bilateral removal and replacement on (B)(6) 2018. The replacement devices will also be mentor gel-filled prostheses.

Manufacturer narrative:
On 5/28/2018, during product investigation, the catalog number of this device was confirmed to be 3507300bc. The lot number was discovered to be 554158. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The method/result/conclusion codes were mistakenly omitted from the other supplemental report submitted on 8/9/2018. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
During device evaluation, it was discovered that the previously provided lot number was incorrect. The lot number of this device is 5541358. Device evaluation summary: the device was returned to mentor with clear-appearing gel inside. No foreign material was observed within the device. Gel was observed on the shell surface. The product evaluation team (pe) discovered bubbles in implant. No other anomalies were discovered. The complaint of rupture was not confirmed, as the device did not appear to be rented. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor performs 100% inspection and testing of all devices prior to release. There is no evidence that the reported issue could be related to the manufacturing process. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. Rupture and pain are known complications associated with these devices, and are referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 3/15/2018, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).